Event description:
The pt underwent revision surgery to address a fractured l4 spinous process, and a cyst that formed as a result of the fracture, after an initial lanx interspinous process device procedure performed in (B)(6) 2012. The aspen device was successfully removed and replaced with another lanx interspinous process device.

Manufacturer narrative:
The product labeling identifies spinous process fracture as a possible complication associated with us of the device.